Event description:
Reporter stated that caller from facility reported that unit had permitted solution to flow free from source container into final bag when unit was not pumping. This was the first bag of the day. The final bag discarded, so there was no pt involvement. The caller stated that the users of the unit do not prestretch the tubing, but that the users of the unit do not prestretch the tubing, but that he did not think the rotors had been turned after the set was installed. The reporter advised him on the importance of this operation. Since the issue was resolved by the telephone call, the unit was not swapped out. 1/10/97.